Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis 1 multifocal intraocular lens (iol), model zlb00 14.5 diopter, was explanted from the patient's operative eye on (B)(6) 2017 due to poor intermediate and reading vision. The replacement lens was a model zmb00 15.5 diopter. There was no incision enlargement, vitrectomy, or complications. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/18/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that there were no anomalies. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.